Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing a blank screen occurred through troubleshooting of the device. The reported condition was verified. The cause of the condition was determined to be failed processor printed circuit board and rear case. The processor printed circuit board and rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a blank screen. This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.